Event description:
Literature was reviewed regarding ¿a comparison of suprarenal and infrarenal fixation and renal volumetric analysis after endovascular aneurysm repair¿. This study is a retrospective, single-center review of consecutive patients undergoing evar over three years. Patients were treated with the medtronic stent-graft system with a nitinol uncovered stent placed above the renal arteries to obtain proximal fixation, or a non mdt stent-graft system with a infra renal fixation. 63 patients were included in the final analysis. The aaa diameters ranged from 50mm-59mm while the aortic neck length was between 20mm and 24mm. Among the patient population that had a medtronic stent graft implanted, at 12 month follow-up there was a decrease in renal volume of 1.4 % with no difference seen in the glomerular filtration rate. 4 patients in this group progressed to stage 1 chronic kidney disease while 1 patient progressed to stage 2 chronic kidney disease. No patient in either group progressed to stage 3 kidney disease. In conclusion, it was noted that stent grafts with a supra renal fixation were not correlated with a higher deterioration in renal v olume. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿a comparison of suprarenal and infrarenal fixation and renal volumetric analysis after endovascular aneurysm repair¿  cedric yven, kevin pluchon, tom le corvec, blandine maurel, bahaa nasr, j vasc surg 2023;78:344-50 https://doi.org/10.1016/j.jvs.2023.04.010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.